Event description:
When attempting to use a recycled everest bicoag cutting forcep during an abdominal surgery the "o" ring or gasket on the distal end came out of the lumen of the instrument. Staff tried to push it back in, but the "o" ring came out again and broke.